Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The r-waves were also noted to have dropped suddenly approximately two weeks post implant. Reprogramming was performed and the lead was also noted to have been revised. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4396-88 lead implanted: 2014-(B)(6); dtba1d4 ICD implanted: 2014-(B)(6). (B)(4).